Manufacturer narrative:
Result: nurse call missing prongs.

Event description:
It was reported by service report that the communication cord had missing pins. It is unk if there was pt involvement or adverse consequences to report.